Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. During the procedure, upon dilating the balloon it was noted that it could not inflated and was ruptured. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. During the procedure, upon dilating the balloon it was noted that it could not inflated and was ruptured. The the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: returned product consisted of a sterling sl balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported rupture.